Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: during investigation, the keypad rubber is undamaged and all the buttons responded properly to presses. The keypad was removed and there was no contamination found to the key¿s contacts. The pump¿s cover was removed and there was no intermittent condition found to the keypad flex connector. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.